Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic hysterectomy, the surgeon was using device on the left adnexa, near the ovary, when he noticed a white piece of matter curled up at the end of the device jaws. Thinking it was a piece of ovarian tissue, he removed the device from the patient and attempted to pull off the white curled up piece of matter. When he did that, the white tissue pad came out of the jaws. It is unknown how the case was completed. There were no patient consequences reported.